Event description:
It was reported that the distal tip detached. A fathom-16 guidewire was selected for use. During the procedure, the guidewire detached about 5cm from the distal tip. The detached tip was removed with a snare, and a new fathom-16 guidewire was used to complete the procedure. There were no patient complications as a result of the event.

Event description:
It was reported that the distal tip detached. A fathom-16 guidewire was selected for use. During the procedure, the guidewire detached about 5cm from the distal tip. The detached tip was removed with a snare, and a new fathom-16 guidewire was used to complete the procedure. There were no patient complications as a result of the event.

Manufacturer narrative:
Device eval by MFR: the device was returned, and laboratory analysis was completed. Visual inspection revealed that the distal tip was detached and kinked.